Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3,b5,h6( hecc,heic) with this report. And need to delete the coma from h6 and use loss of consciousness with ems treatment instead. Please make sure hyperglycemia is used with pump and hypoglycemia is used with glucose/carbohydrate and ems.

Event description:
Correction: customer reported that he had a low of 50mg/dl and woke up with the paramedics with him on (B)(6) 2022. Customer had lost consciousness and did not have a coma. Customer treated with food and glucose tablets. Paramedics gave dextrose through syringe. Customer then had a high blood glucose of 263mg/dl after being treated for the low. Pump was used at the time of the incident. Per customer, auto mode was used for both the low and the high incident. So, per customer, sensor was used for both the low and the high. Troubleshooting was partially performed for the low and later declined. Troubleshooting was declined for the high.

Event description:
The customer reported via phone call that they experienced low blood glucose and diabetic coma. Paramedic went to their home for low blood glucose and coma on (B)(6) 2022. Customer's blood glucose at time of event was 50 mg/dl. Customer's hospitalization treatment was syringe glucose (dextrose like). Customer treated with food and glucose tablets. Customer using insulin pump system within 48 hours of reported low blood glucose event and customer using auto mode feature was active at the time of event. Customer also experienced high blood glucose of 263 mg/dl. Troubleshooting was performed. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.